Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The screen sometimes looks light grey. It would happen randomly and not all the time. The customer¿s blood glucose level during the incident was 225 mg/dl. Troubleshooting was performed. The insulin pump was returned for analysis.